Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :977a175, lot# va0ng6l014, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A patient and company representative (rep) reported on (B)(6) 2016 stating that the patient was seen in office because they couldn't get their system to work. They had fallen out of bed a few weeks prior. They ran their device so low in order to not feel stimulation, so they didn't realize it wasn't working until the time of report when the pain symptoms had returned. Impedances were checked and found to be high on 1 and 2, both of which were being used for programming. The doctor had "pictures" taken, and although there was not a prior picture of the implant available, the doctor felt that it did not move down based on operation notes. Diagnostic and troubleshooting methods included impedance check, x-ray, and reprogramming. The action taken to resolve the issue was reprogramming, and there were no surgical interventions conducted or planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.